Event description:
It was reported that when using the bd pyxis¿ es server, user was unable to find the patient to get the medicines. Pharmacy had verified his medicine, and it was showed as preadmit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one patient shown as pre-admit and could not get medications. A technical support specialist (tss) instructed the customer to escalate this issue to admit discharge transfer (adt) team to resend the a01 message in order to re-admit the patient mentioned. The tss informed customer that once the adt message was resent, the patient should reappear on the station with an admitted status in station. Further the customer confirmed that the issue was resolved after adt resent the message. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.